Event description:
Boston scientific crm received information that this patient was in the hospital for an abdominal surgery. The patient went to surgery and after intibation, high rate pacing was observed. The boston scientific crm field service representative had instructed the hospital staff to apply a magnet, but they did not. After the high rate pacing was obeserved, minute ventilation (mv) was programmed off and the device began pacing at vvi 30ppm.

Manufacturer narrative:
The system remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.